Event description:
Rec'd info stating that due to a ventilator malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien inspected the device and replaced the oxygen sensor. The unit passed all testing.